Event description:
The device was removed from the patient and a malleable device implanted due to fluid loss-rupture on side of left cylinder.

Manufacturer narrative:
Cylinder had a wear leak. Cylinder was functional.